Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of rapid exchange (rx) tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (forceps). Block h11: investigation results: the returned hurricane rx dilation balloon was analyzed, and a visual inspection found that the rx tunnel was detached from the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment was confirmed. The rx tunnel detached found in the device likely to have occurred due the manner as the device was handled and manipulated may have caused the reported and encountered problem. Excessive manipulation of the device without enough care could have induced the problem found. The detachment in the device was caused by a mechanical failure resulting from the material being exposed to a force or load beyond its designed capacity. This stress overload caused the material to detach, leading to the observed detachment in the device. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be use in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the black catheter piece (rx tunnel) of the device detached inside the patient. The detached rx tunnel was able to be retrieved from the patient using forceps. No further information has been obtained despite good-faith efforts. There were no patient complications reported as reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of rapid exchange (rx) tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (forceps).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be use in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the black catheter piece (rx tunnel) of the device detached inside the patient. The detached rx tunnel was able to be retrieved from the patient using forceps. No further information has been obtained despite good-faith efforts. There were no patient complications reported as reported as a result of this event.